Manufacturer narrative:
According to the customer, on (B)(6) 2024 after the patient was intubated, a chest x-ray showed a "foreign body was in the lungs", and it was later identified as "a portion of the stylet's coating". Additional information was received from medwatch mw5150218 that indicates after intubation the patient experienced "desaturation, diminished breath sounds on left side, apnea, respiratory distress syndrome, bronchospasm, and swelling/edema". The customer reported the patient required a "transfer" in order to have a "bronchoscopy" performed. The customer reported the patient returned the same day and remained in the "nicu". The customer reported that they are not aware of the product malfunctioning during the intubation. Sample requested for return evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, on (B)(6) 2024 after the patient was intubated, a chest x-ray showed a "foreign body was in the lungs", and it was later identified as "a portion of the stylet's coating".